Event description:
The customer reported that the device advised a shock and that they disagreed with the shock advisory decision. The device is not stated as a factor in the pt's outcome.

Manufacturer narrative:
A follow-up report will be submitted after philips obtains more info about this event.